Manufacturer narrative:
This MDR is being filed for this product, fhc-102 alere hcg device (urine) 20t, lot 0000970784, as this product is same/similar to product which is marketed in the us under 510(k) k993317.

Event description:
On the (B)(6) 2025 abbott was notified by customer to report 2 potential false negative on clearview hcg cassette lot number 0000970784. The alleged false negative occurred on fhc-102t produc. Customer reported 2 potential false negative on clearview hcg cassette lot number 0000970784. 1 patient is involved, with a question over the 2nd patient. Patient was sent to early pregnacy unit and had early pregancy scan 24 hours later.